Event description:
The customer obtained negatively biased results for five quality control samples processed for the vitros trig assay on a vitros 5,1 fs chemistry system. The customer determined that the results were processed from a vitros chemistry products k+ slide cartridge. The customer did not report pt results while quality control was unacceptable. There was no report of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that vitros 5,1 reagent mgmt software may not have updated the slide supply inventory when the k+ slide cartridge was loaded, causing the software to retain the previously loaded trig cartridge's info. The root cause is unk, however, an equipment software error cannot be ruled out. The investigation is on-going.